Event description:
It was reported that the customer had a motor error alarm and a motor position encoder error alarm on the insulin pump. Customer's blood glucose was 163 mg/dl. Customer had an MRI and left the pump in the locker. Customer got home and then received a motor error alarm. Customer was assisted with clearing the alarm. Customer stated that they are unable to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. The insulin pump was unable to perform displacement test or verify error alarms due to motor error alarms. The insulin pump was received with cracked case at display window corners, display window, reservoir tube lip, battery tube threads, belt clip slot and minor scratched lcd window.